Event description:
It was reported that the guide wire was advanced into the lesion, which was 90% stenosis, and it got stuck in the plaque. While attempting to withdraw the guide wire, the tip separated and remained in the pt. A balloon catheter was used to press the guide wire tip to the vessel wall and a stent was implanted. Reportedly, after the procedure, the pt was well and the ptci results were satisfactory.